Event description:
It is reported that a customer has issues regarding their sensor displaying wrong readings of sensor and blood glucose. The patient's blood glucose was at 260 mg/dl. The customer was assisted with trouble shooting and was informed that the sensor may be bent or damaged. The customer was informed that the sensor needed to be replaced and was advised to discontinue use of the sensor. A new sensor was shipped to the customer. No further information was provided.

Manufacturer narrative:
One opened/used enlite sensor was inspected and tested, which passed per specification with accurate readings. Cannula was bent, unable to confirm if customer received the sensor in said condition since customer returned the device opened/used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.